Event description:
It was reported that during a vats procedure, the adjusting knob broke during use. It was reported how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis showed that the device was received in good visual condition and with cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lockout spring damaged. The damage to the cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.